Event description:
Note: event date is unk. On may 22, 2008, a boston scientific employee became aware of a clinical study article, "wallflex colonic stent placement for mgmt of malignant colonic obstruction: a prospective study at two centers", published in gastrointestinal endoscopy 67:2008, pp77-84. The study evaluated the effectiveness and safety of the wallflex stent in treating malignant colon obstruction. The following info was derived from this article: perforation was diagnosed in a female pt 1 day post wallflex colonic stent placement. With conservative medical therapy, which consisted of nasogastric tube insertion, antibiotics, and total parenteral nutrition, the perforation spontaneously resolved, and, within several days, the pt was able to pass stool through the anus.

Manufacturer narrative:
The device MFR date is unk since the upn and lot number were not ascertainable from the complainant. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The 2008, 15-month wallflex enteral colonic stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.